Event description:
It was reported the patient immediately noticed a loss of effective therapy on (B)(6) 2014. The patient experienced headache, pain, underdose symptoms, labile blood pressure, shakiness, and ¿pain all over¿ as well as less than 50% therapy relief. The patient was not performing any strenuous activity and it was not related to any specific event. The hydromorphone dose was stable at 2.0 mg/day for several years and the infusion rate was increased to 2.5 mg/day after experiencing a loss of effective therapy. A catheter dye study was performed on (B)(6) 2014 and extravasation of contrast was visualized in the flank area, in the area closer to the spine. The catheter was completely explanted on (B)(6) 2014 due to a break in the proximal segment. The cause of the issue was undetermined. Intra-operatively a visible leak of cerebrospinal fluid (csf) was observed approximately two inches below the connector pin in the proximal segment of the catheter. Following catheter replacement, the hydromorphone infusion rate was restarted at 1 mg/day after the physician programmed a priming bolus for a newly implanted catheter length only. No segments of the existing catheter were left in the patient and both the proximal and distal segments were explanted and sent back for analysis. No additional actions or intervention were taken. The patient was hospitalized post-operatively to monitor for effective pain control and titrating pump as necessary. The clinician was unable to be reached to ascertain how the patient was doing now and if they were receiving effective therapy. The pump was being used to deliver hydromorphone, bupivacaine, and clonidine. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the 8731sc catheter portion found a non-significant indent in the seal down in the cup of the sc connector which did not affect infusion. Additionally, analysis of the returned catheter body segments noted there was a catheter body hole caused by deep abrasion.

Manufacturer narrative:
All previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.